Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP. The manufacturer received information alleging the patient deceased. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.